Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has completed. The reported problem (damaged response buttons) has been confirmed. Upon evaluation, both response buttons were missing the cover and metal dome necessary to activate the switch. The root cause of the damge cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response buttons. The patient received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's response buttons would not activate the monitor. The monitor was replaced.